Event description:
It was reported that the pt's stimulation was too intense when it was turned on (even at 0.0 volts). The pt was implanted the day prior to this report and experienced the expected stimulation until 3am. The pt was unable to tolerate the pain when stimulation was on. The pt's status was considered fair. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).